Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the pump powered up with no auditory alarms. The reported auditory alarm failure was duplicated. The vibratory alarm functioned properly and the allegation of a vibratory alarm failure was not duplicated during testing. The pump cover was removed and the piezo contacts were found misaligned. The pump powered up with auditory alarms after realignment of the piezo contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.